Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge despite frequent charging. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge despite frequent charging. The patient underwent an ipg replacement procedure. Additional information received that patient was doing well postoperatively. The explanted components were disposed by the facility.

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge despite frequent charging. The patient underwent an ipg replacement procedure. Additional information received that patient was doing well postoperatively. The explanted components were disposed by the facility.